Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's activated clotting time was between 200-300. An impulse guide catheter was used along with a watchman access system. As they removed the impulse catheter from the patient, they noticed a small clot on it. The clot was only on the catheter and not the access system. Imaging during the procedure confirmed there were no other clots. The procedure continued and was completed successfully. The patient woke up after the procedure and was fine. There were no patient complications.